Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was being replaced due to premature battery depletion. It was also noted that there was a sensing problem and the pacing rate dropped to less than the programmed rate. It was further reported that there was no telemetry during that time, so they were unable to verify if this was due to oversensing or loss of capture. It was noted by the physician that at the time there was a surgical clamp on the device and the low pacing rate appeared to resolve when the clamp was removed. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.